Manufacturer narrative:
Device evaluation summary: visual inspection of the returned device found a crack at the return port. Diameter measurements were checked and all dimensions were within specification. Reason for return was confirmed. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that customer states that a 30 fr crescent was also placed and removed but per the customer there was no issue with the 30 fr crescent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection of the 1 returned device shows evidence of use. Reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a mc3 crescent cannula, it was reported that upon insertion of 32 fr crescent cannula the customer observed a crack at the return port roughly 1-2 cm. The customer stated that they believe this may have been caused by torque or tension during placement and that the cannula could have been bent during insertion. The customer stated that there was no noted damage to the package or cannula prior to insertion. There was no damage at the location of the sutures. There was no reported blood loss to the patient. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that during an insertion the customer had trouble with the device. The customer was not sure if the tension, torque or elements with resistance caused the compromise at the port. The customer did use a 30 that was also removed, it was not challenged. The patient was placed on veno-venous arterial extracorporeal membrane oxygenation (vv-a ECMO), no issues were observed.